Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The log files contained approximately 10 hours of data combined (30nov2023 from 06:04:47 ¿ 16:08:21 per the timestamp). The log files captured a driveline power fault alarm on 30nov2023 from 06:04:47 to 15:18:47; however, the cause of the alarm could not be determined as the initial conditions that caused the alarm to activate were overwritten by newer incoming data. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when connected to the returned modular cable. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 14nov2017. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline power fault alarms. The system controller chirped and a yellow wrench with a message to call contact appeared on 28nov2023 at 22:15. Patient connections were confirmed. The patient switched from wall unit to the battery and performed the self-test 3 times. It was confirmed with a stethoscope that the pump was running. The message was not cleared. The patient was scheduled to come to the clinic for further evaluation. Log files were submitted for review. The log files confirmed driveline power faults on 29nov2023 & 30nov2023. The controller and the modular cable were changed out, resolving the alarm. Related MFR: 2916596-2023-08467.